Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ntima-ii y 22gax1.00in prn/ec slm-383019-foreign matter upon opening the outer packaging, the cannula site of the indwelling needle was found to be rough, with white filamentous substances present, and an unknown liquid was observed inside the plastic sleeve.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4323737): 1) this batch of products were assembled at intima ii auto line 3 in dec 2024, and packaged at r240 & cfs package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 3 photos, but did not return actual sample. The photo shows that the sku is 383019,the batch number is 4323737.the unit package has been opened, but the complained defects of white filamentous substance and liquid could not be identified from the photos. 3. Check the retained samples of this batch, and no such defects were found. 4. According to intima ii production process analysis, the unknown liquid inside the shield are the precipitate of 1502c lubricant - silicone. The cannulas of the intima ii products are lubricated with 1502c lubricant, forming a dense layer on the surface of the cannula for penetration.the silicone was a lubricant for medical products, which met the requirements of relevant iso and FDA standards. 5. After the cannulas are lubricated, the excess silicone is removed by blowing, if the silicone oil is not blown off in time, slight contact between the needle and the shield may cause the silicone oil to stick to the inside of the shield.the plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the cannula surface. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1) there are no abnormalities in the product process, no material and process changes, and no similar complaints have been received from other hospitals for this batch of products. 2) the defect status of the complaint could not be identified in the returned photos. According to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone, a lubricant for medical products, which meets the requirements of relevant iso and FDA standards, and the plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the cannula surface.